Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not hold charge. The reporter alleged battery was only lasting for 2 days. The meter completely dead now and after performing the rapid charge, meter stuck on low battery message and won't let the reporter test on it. The reporter tried pressing on low battery, same message kept coming back. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2013). The patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 8/16/2013 and 9/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have one of the capacitors c85, c86, c84, c20 or c22 partially shorted. The usb cable/ac adaptor passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.